Event description:
Caller states that during a correlation study, the following coaguchek xs/coaguchek s results were obtained: patient 1: 2.3 inr/3.0 inr. Patient 2: 3.5 inr/4.6 inr. Patient 3: 3.2 inr/5.5 inr. Patient 4: 2.9 inr/1.8 inr. Patient 5: 2.2 inr/3.0 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatches with (B)(4) for coaguchek s system. (B)(4) for potential coaguchek xs system used.